Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had to have dental work done because it was causing an infection and to have a root canal redone. The patient had tooth sensitivity in #3 which had a root canal one year ago. This tooth also had a separated file in the canal. #3 had an endodontic retreatment, a composite restoration was placed to restore the access. An apicoectomy and retrofill on the mesiobuccal root is planned next unless symptoms have resolved with conservative endodontic retreatment. The patient was seen by a specialist and a letter of recommendation (lor) was submitted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.